Event description:
Customer reported to the distributor that they found some cosmetic issues during an 100% incoming inspection. There were marks on the cannula as broken, deformations and embedded particles. More information was requested from the customer due to the unspecified size of the embedded particles and to determine if the deformation and marks had an effect on the product performance. The product was not used.

Manufacturer narrative:
Product was not in use. Based on available information, the recurrence of this malfunction may possibly lead to a serious injury because a deformed/broken/or embedded oxygen tubing that does not deliver the oxygen a patient requires can jeopardize stability and place the patient into a hemodynamically unstable condition. It is expected that the product with the foreign matter or deformity on/in its packaging would not likely be used as this problem would be discovered on receipt of the product. The affected products would be expected to be replaced. A preliminary investigation, based on the examination of a picture provided by the customer, indicated that it is difficult to determine if the product meets specification. The acceptance criteria for cracks in the inspection (procedure f802058) states there is no affect on the device function; however, without a complaint sample, we are unable to verify if the reported broken component affected the device function.